Event description:
A customer reported to baxter france of air being in several lines of the uromatic y-type irrigation set. This condition occurs in the urology operation room. The problem seems to be the size of the chamber of this set being too small. During a multi-organ transplant, when the second line is unclamped following clamping the first line; the priming is too slow and the chamber is completely draining so air goes into the patient line. It was reported that when a non-baxter set was used prior to this baxter set the medication flowed normally since the drip chamber was larger. Reportedly, the drip chamber of the non-baxter set is approximately 10-12 cm; while the drip chamber of the baxter set is approximately 6-8 cm. There was no patient injury or medical intervention reported; however, there is a risk of pulmonary embolism. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number.